Manufacturer narrative:
Baxter is following up with the customer to obtain additional information regarding the incident and sample availability. If additional information becomes available, a follow-up MDR will be submitted.

Event description:
A nephrologist reported a pediatric patient on a homechoice cycler that experienced a yet to be determined adverse event while performing dialysis. A potential overfill may have occurred. No additional information is available regarding the event or the device. Baxter is following up with the customer in an attempt to obtain additional information.